Event description:
It was reported that the artificial urinary sphincter (aus) was explanted on an unspecified date due to unspecified reasons. A new aus device consisting of a 4.5cm cuff, 61-70 cm h2o balloon and pump, was later implanted on (B)(6) 2019. It was further reported that the aus was explanted on the same date as the new aus was implanted. The patient was experiencing recurring incontinence due to urethral atrophy. "The new cuff was placed a little more on the penile urethra." The device was working fine, only the urethra narrowed where the previous cuff was. The patient was doing fine following the surgery. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.